Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. It was clarified that the report of battery has not worked meant that the patient was not getting adequate stimulation coverage. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was not working. The patient had difficulty turning on and off the device and will undergo an ipg replacement procedure due to battery failure.

Manufacturer narrative:
(B)(6) 2013.

Event description:
A report was received that the patient's ipg was not working. The patient had difficulty turning on and off the device and will undergo an ipg replacement procedure due to battery failure.